Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock. It was noted that supraventricular tachycardia was classified as ventricular tachycardia. The patient was given medication. No other intervention was performed. The patient was in stable condition.